Manufacturer narrative:
A ge service representative performed an onsite investigation. The cb1 power connection was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error, shut down without command and could not be rebooted. No patient serious injury or death was reported related to this event.